Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective battery pack that was removed and replaced. Additionally, there were issues with the remote user interface (rui for c-arm movements that also necessitated replaced of same. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed errors of low ma after long fluoroscopy times. Issue with c-arm mechanical motions.